Event description:
Customer reported receiving a motor error alarm on the insulin pump during a bolus. Customer stated that they use the sensor feature and they were able to complete the rewind sequence. Customer also had a low battery and the batteries did not last more than a week. Customer also mentioned that the needle sometimes gets stuck to her and she is forced to pull it out which causes excessive bleeding. No further information reported.

Manufacturer narrative:
The insulin unit powered up properly after battery installation. The insulin pump was received with operating currents within specification. No low battery alarms noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarms noted and the motor was tested outside the device and passed. The insulin pump has minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.